Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the information received, the results were inconclusive and the root cause of the event is unknown. The current IFU (instructions for use) for this device states: potential complications include, but are not limited to: filter fracture. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported a patient presented with abdominal and chest pain, and it was determined by imagery that some of the legs had broken off and were lodged in the lung and aorta. The filter was implanted three years ago. No additional information has been received despite attempts.